Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was placed but explanted after the coronary artery bypass graft and day two of the support due to purge alarming for purge flow and saturation. The team had attempted to troubleshoot by adding tissue plasminogen activator to the purge. The pump was not replaced after explant as the patient was stable.

Manufacturer narrative:
H6 medical device problem code (a141102) was inadvertently omitted on the initial manufacturer device report number. Additional information was provided by user medwatch (B)(4). B1, b2, and e4 was updated accordingly. The investigation was completed. No product was returned. After 2 days on support, purge pressure high alarms occurred with elevated pump flows. Tpa was added with unknown resolve to the issue as the pump was explanted. Data log review showed pump turned off 14 hours prior to purge pressure high alarms, noted time when pt underwent CABG procedure. On pump restart, purge pressure is elevated. Purge pressure continues to rise with lowering purge flows for the next 14 hours before alarms occur. No mc spikes outside of p-level changes. Flows at p-8 intermittently rise above the expected 4.3-4.9l/min for impella 5.5. High or saturated pump flow - the cause of the saturated pump flow was biomaterial build up due to intermittent saturated flows and no mc spike noted. High purge pressure - the cause of the high purge pressure was biomaterial buildup due to the gradual rise in purge pressure over 14 hours with lowering purge flows and no mc spike noted. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
This supplemental report is being filed to include the related report number (3600840000-2025-8044) in corresponding block h10. Our previously submitted report only listed this in section h11.